Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustain rv oversensing due to pvc's. The patient will be followed normally.